Manufacturer narrative:
(B)(4)

Event description:
It was reported that during device interrogation, low high voltage lead impedance was observed. Actions taken by physician is currently unknown. Patient condition was reported to be stable.

Manufacturer narrative:
Reprogramming was performed which resulted in in-range impedance measurement. Patient also had a vt ablation and did no experience any negative effects.